Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-83359.

Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 15 mg/dl at the time of hospitalization. Customer stated that at the sensor was giving her incorrect readings and she ended up in the hospital with low blood glucose. Nothing further was reported.